Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer consumed glucose tablets and soda to address bg. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.